Event description:
Related manufacturer reference number: 2017865-2022-42758. It was reported that the patient has deceased on (B)(6) 2022. The cause of death was cardiac arrest. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The lead was returned for patient death. As received, only the connector end of the lead was returned in one piece for analysis. Electrical testing was normal. Visual inspection of the lead found no anomalies with the exception of procedural damage.